Event description:
It was reported that during a device changeout procedure, low impedance on the lead was observed. The lead was reprogrammed from bipolar to unipolar and the impedance issue is resolved. The lead is still in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.